Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed to alarm upstream occlusion did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to alarm upstream occlusion during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.